Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose levels ranged between 219-240mg/dl. As the occlusion alarms had occurred in the past, no troubleshooting could be determined to determine a possible cause of the occlusion. Tandem technical support educated the customer in causes of occlusions.